Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and stat padz ii (lot 2523) were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to damaged stat padz ii; we are unable to confirm how the damaged occurred. During continuity testing a point of lost connection was found between the tin to wire at the pad ring socket. Documentation for this lot was reviewed and found no discrepancies within the manufacturing process. The pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.